Event description:
It was reported that during an unknown procedure, the device was fired but did not deploy staples. It is unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.